Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No motor error alarm noted and the motor passed motor test. No a17 alarm, a21 alarm or reset anomaly noted. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer also reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 200+ mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.